Manufacturer narrative:
Summary of device evaluation: the stent had overlapping struts on the 11th distal stent segment. (B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion with moderate calcification and moderate vessel tortuosity (b2/c lesion type ca++). Device was removed from packaging as per IFU prior to use with no issues noted. The device was briefly inspected prior to insertion (however it wasn't until it was removed that the physician noticed the fractured stent). Negative prep was not performed prior to use. No kinks are reported on the device prior insertion. The lesion was pre-dilated. Resistance was encountered advancing the resolute integrity device. The physician was using 2 wires for support. It was reported that stent deformation occurred in vivo during positioning and the stent appeared fractured and was removed from the patient. The physician pre-dilated the lesion again and deployed another resolute device of a larger size. No patient injury reported post procedure.